Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to duplicate or verify the reported problem. The device passed all functional testing criteria after repairs. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing the device had an error code 44510. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.